Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had received the desktop charger but did not receive a power cord. A replacement cord was sent. No complications were reported/expected.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a man ufacturer¿s representative (rep). The rep reported that the patient felt a shock in her arm while charging. The rep reported that the patient was plugged into the wall while charging. The rep reported that they checked the battery/impedances, placed charger on the battery and all was okay. The rep reported that they advised the patient to not charge the battery while charging the recharger. The rep reported that this only happened once and not since. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clarified the previously reported complaint. The patient plugged the power supply in to the wall and then grabbed the antenna to place on her ins to charge and she was "shocked" with current from the external device. The patient wanted both the desktop charger and the ins recharger replaced, so new recharging equipment was sent. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.